Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device was stuck in error mode after an upgrade attempt. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-00949. The report was submitted in error., corrected data: corrected information provided in h10.